Event description:
Caller reports the coaguchek s meter was smoking while it was plugged in. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Received 2 xstop lumbar implants on (B) (6) 2010, and I am now told that one of the implants has rotated and is pointing upward and causing me leg pain again. All post operative instructions were followed.